Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 3889-28, lot# va0ebsh, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the rep read impedances > 4,000 ohms on some of the bipolar pairs with 0 electrode and c/0 upon initial testing. They wiped down the lead and reinserted it. The healthcare professional (hcp) pulled on the lead after tightening it and it pulled out, slightly. They used a torque wrench and clicked it twice, which seemed to hold the lead. It was noted that 0/1, 0/2, 0/3, 1/3, and 2/3 were > 4,000 after reinserting the lead and tightening the screw again. After re-testing at 2.0 volts (v) and 360 pulse width (pw), 0/1, 0/2, and 0/3 were at 3,864 ohms and 1/3 and 2/3 were back to normal range. It was noted that, during initial testing of the lead, they had good toe flexion. When tested at 3+ 0- at 1.1 v, good toe flexion was seen. They were concerned because this was for an indigent patient. On the same day, the rep reported that everything was fine post-operatively. On (B)(6) 2014, it was reported that the patient was receiving successful therapy. There was no apparent damage to the implantable neurostimulator (ins) or the leads. It was noted that 9 out of 10 combinations reached acceptable impedance levels. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.